Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommend that the device could be either replaced or have the battery status reevaluated in 90 days' time. At this time, this ICD remains in service, and there was no adverse patient effects reported.

Manufacturer narrative:
This report contains additional information in section a1 patient identifier.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommend that the device could be either replaced or have the battery status reevaluated in 90 days' time. At this time, this ICD remains in service, and there was no adverse patient effects reported.